Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fio2 is delivering lower fio2 than the set percentage. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to the oxygen blender flag hub loose on the motor shaft, causing the flag to stop or get stuck.